Event description:
Home monitoring showed the device went eos. It was determined the pt had two procedures the previous day which may correlate to the eos state. The decision was made to replace the device.